Event description:
Tass after cataract surgery. Pt underwent cataract surgery on (B)(6) 2014. Only independent variable identified from previous cases not resulting in tass was the use of a previously unused (but cleaned / processed / sterilized) akahoshi 27ga canula.